Event description:
It was reported the device was used during an unk procedure. It was reported the deivce would not arm. There is no other info at this time. There was no consequence to the pt. 05/14/1998 it was reported the device is a 355ld. Another 355ld was opened to complete the case.